Event description:
This clip delivery system is filed for the failure to deploy the clip that required surgical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. This was a challenging case, with a very dilated annulus. After three grasping attempts, the clip was placed in the zone of the major jet which was the medial part of a2p2. The mr was reduced to 2-3 with a lateral jet. The plan was to deploy the clip and to place a second clip lateral to a2p2. The final arm angle (faa) was established under fluoroscopy. The gripper line removability test was done and was good. The lock line was removed and the second faa was established. After checking that the arm positioner was in the neutral position, the release pin was removed. The actuator knob was turned in a counterclockwise direction; however, during the sixth turn, a snapping sound was heard. The actuator knob was retracted, but it was observed under fluoroscopy that the clip did not separate from the dc shaft. The dc handle was carefully retracted under fluoroscopy and echo control, releasing the handle fastener.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The handle was carefully rotated in both directions, but not more than 180 degrees in each direction, but the clip was still attached to the dc shaft. The handle was returned to its initial position and the leaflets insertion and jet were checked. There was no negative effect. The actuator knob was completely removed with its mandrel, without resistance. The full length extracted was 156 cm. Under high resolution fluoroscopy, it was impossible to see the snapped end. It was confirmed that the clip was safely attached to the leaflets and the gripper line was removed. The final check of the leaflet attachment was performed and the system was removed from the stabilizer, and securely fixed on the leg of the patient. A continuous flush was maintained under 300 mmhg pressure to avoid air embolism. There were no steering issues, and the device functioned normally; however, it was noted that during the procedure, when the m-knob was set at 2oclock, the clip had a tendency to go medial. There were no additional issues noted during preparation, or during the procedure. It was noted that the last 10 cm of the device seemed thinner than normal. Open heart surgery was performed. The surgeon cut the clip off of the dc shaft, leaving approximately 4 mm of the spear above the clip. The guide was pulled into the right atrium, redressed with minus button and pulled into the inferior vena cava. An additional 2 mm of the spear was cut. The surgeon attempted to unscrew the stud from the clip with 2 hemostats, but was not successful. A good leaflet insertion was confirmed and a secure position of the clip. The lateral end of a2p2 (where the 2nd clip was intended to be) was sutured. The indentation in the p2p1 area and the small atrial septal defect left by the guide was also sutured. The final mr reduction was to trace. The surgery went well and uneventfully. The heart rate was stable at 127 beats/minute. Blood pressure was 91/51 mmhg. The patient was off ventilation. The patient was administered an increased dose of noradrenaline, antibiotics and dobutamine. A clinically significant delay in the procedure was noted. No additional information was provided. Concomitant products: mitraclip system: steerable guide catheter, lift, support plate, stabilizer. The mitraclip is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to the initial report, the following information was provided: the last 10 cm of the wire that connects to the actuator knob and clip appeared to be thinner than the main body of the wire. In inter-commissural view, the clip was noted to be moving medially. In this view, the dc shaft could not be seen. It is unknown how far the delivery catheter (dc) shaft was extended. The clip delivery system (cds) shaft was not curved more than 90 degrees at any time, and there were no extreme curves on the guide or cds during the procedure. It is unknown if the guide or cds was curved during insertion. There was no resistance noted during advancement, and the stored torque was released. When the clip was positioned perpendicular to the coaptation line (while releasing tension at the same time), there were curves on the dc handle. When clip would not detach from the shaft, the deployments were followed per the instructions for use (IFU); the dc handle was a little bit retracted to assist in detachment and the dc handle was rotated in each direction not more than 180 degrees. The arm positioner was in neutral during deployment. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds) was returned with blood noted on the handles and along the shaft, which is consistent with the reported use of the device and/or post procedure handling. The clip introducer was noted to be wrinkled adjacent to the housing bond, which likely occurred during handling post procedure, as this damage was not reported. The cds was returned without the clip, and approximately 3.2cm of the cut portion of the dc shaft was returned separately in a plastic container. The l-lock assembly was also cut approximately 4mm from the l-lock tab flange, and the remaining l-lock assembly shaft containing the l-lock tabs was not returned. This is consistent with the surgeon cutting the clip off of the dc shaft. Further clarification from the account stated that during the surgery, the white part (dc shaft) that was exposed was cut, with 4mm remaining. The cut portion of the dc shaft was withdrawn and then an additional 2mm was cut as close as possible to the clip. Forceps were used to try to unscrew the remaining portion of the stud from the clip, which was unsuccessful. In this case, based on the analysis findings, the physician likely intended to report that approximately 4cm of the cut portion was remaining, instead of 4mm. The additional 2mm that were cut was likely the l-lock shaft, leaving approximately 5mm of the l-lock assembly, including the tabs, still attached to the clip connector, and about 10mm of the coupler still threaded onto the threaded stud. The unsuccessful attempts to unthread the coupler were likely due to the physician grasping the l-lock shaft with forceps instead of the coupler, as the coupler is housed inside the l-lock assembly. With the coupler still in place, the l-lock tabs would also remain securely affixed to the connector windows. The actuator assembly, including the actuator knob, crimping cam, release crimper and actuator mandrel, was returned separately from the cds in a plastic bag. The proximal end of the actuator assembly was still intact. The overall length of the mandrel was 158.5cm, which is further consistent with the reported information that approximately 156cm of the inner assembly was extracted. Thus, this confirms the reported detachment. The mandrel was bent approximately 10 degree, 51cm from the proximal end. The sgc was also noted to be bent due to the way it was placed in the packaging tray; the bends were located approximately 80.5cm and 84cm from the proximal end of the soft tip, and 1cm from the distal end of the adaptor hypotube. The bends in the mandrel and sgc shaft were likely a result of handling during packaging for shipment back to abbott vascular for analysis and do not appear to be related to the reported complaint. To confirm knob functionality and proper tip deflection on bench, the a/p and m knobs were rotated approximately 3 quarter turn in their respective directions from neutral and the distal tip deflected properly each time. In an effort to simulate the clinical condition, the returned cds and returned sgc were inserted in a (B)(4) water bath with a simulated inferior vena cava. A curve of (B)(4) degrees was applied to the sgc in the "+" direction and (B)(4) degrees was applied to the steerable sleeve in the "m" direction; the sleeve curved/deflected as intended, with no sleeve steering issues identified. The sleeve starting a/p angle was measured and met specification. The sleeve key bond was also examined and confirmed to be intact with evidence of adhesive at the proximal end of the key. Therefore, the reported difficult to position/sleeve steering issue could not be confirmed via returned device testing. The unable to deploy and device operates differently than expected (noise) could not be replicated during testing due to the condition of the returned device. It was noted in the case description that the last 10cm of the mandrel seemed thinner than normal (physical property issue); however, the mandrel is designed with a tapered area and smaller inner diameter (ID) which is approximately 20cm in length. Additionally, the length of the tapered region/smaller ID of the mandrel, the outer diameter (od) of the smaller ID and the od of the proximal end were all measured; these dimensions met manufacturing specification. There is no indication of a deficiency in regards to the actuator mandrel. Further testing was performed in an attempt to recover part of the coupler by dissecting the dc shaft; approximately 1mm of the proximal end of the coupler was identified in the dc. The mandrel was confirmed to have broken in the welded region between the mandrel and coupler. The other end of the coupler was cut, which is consistent with device being cut during surgery. The broken ends of the mandrel and coupler were sent for scanning electron microscopy (sem) analysis. The analysis concluded that the actuator mandrel broke in torsion. The fracture morphology indicated a weld shear was initiated in the clockwise direction, and a weld break subsequently occurred in the counter clockwise direction. The sem images were also sent for additional review, which confirmed that the cause of the mandrel break was ductile torsional overload. The fracture surface is typical of stainless steel overload torsional failures, exhibiting elongated microvoid coalescence and fracture on a plane perpendicular to the mandrel length. The shear that led to the break initiated during a tightening (clockwise) maneuver, and grew nearly to failure during a subsequent loosening maneuver. The final break occurred by torsion in the tightening (counter-clockwise) direction. Once the shear initiated, the torsional load that could be supported by the mandrel was reduced . Based on the evaluation of the returned device and the sem analysis, the cause of the unable to deploy the clip was due to the break between the welded actuator mandrel and coupler. This would cause the actuator coupler to remain threaded onto the threaded stud and therefore result in the l-lock tabs not being able to disengage from the connector in the clip. The reported detachment of the inner assembly and noise would have been symptoms of the break. Potential causes for a weld break, resulting in the difficulty deploying the clip, can include, but are not limited to, user technique/procedural conditions or manufacturing anomalies. As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record (DHR) confirmed this device passed all in-process and final inspections, including verification that the clip opened to invert and functioned as expected. Additionally, there were no non-conformances issued for this lot, and a review of the complaint history indicated there have been no other incidents reported from this lot. The user also reported no issues while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. Manufacturing engineering further examined the incident information and the DHR to determine if the product experience could be attributed to the manufacture of the device. The review conducted was a compilation of the scrap data, manufacturing process and sub-assembly lots used in the manufacture of this device. The actuator mandrel, actuator coupler, and welded actuator assembly sub-assembly lots were specifically reviewed, because they can potentially contribute to weld failures. All lots were found to be within their material specifications based on the incoming quality assurance inspections performed upon receiving the lots. No rejects were identified and no relevant exceptions were issued for this device. Furthermore, during the manufacturing process, the coupler is tightened onto threaded stud of the clip. In order for a fracture of the weld to occur during these steps, the device would need to be rotated multiple times against resistance. The operator is instructed to not over tighten actuator and if any resistance is felt, the device is reworked to specification. There is no indication that the manufacture of this device contributed to the weld break. With respect to the procedural conditions and/or user technique, a weld break may be influenced by user inadvertently turning the actuator knob in the incorrect (clockwise) direction. The information provided in the case details stated that the actuator knob was turned only in the counter clockwise direction when the break occurred after 6 turns. The device analysis concluded a weld fracture was initiated in the clockwise direction, and a weld break subsequently occurred in the counter clockwise direction. Since the user only turned the actuator knob in the counter clockwise direction, procedural conditions and/or user technique do not appear to have contributed to the observed weld break. Based on review of the manufacturing records, the returned device evaluation, sem analysis and information reported, definitive cause for the weld break could not be determined. There does not appear to be any evidence of a product quality deficiency associated with this device. Furthermore, potential causes for difficulty positioning the cds/sleeve steering issues can include, but are not limited to, manufacturing anomalies (loose or misaligned sleeve key), patient conditions such as anatomical morphology/pathology, user technique or procedural conditions (excessive tension on the device during the procedure). As noted above, this device was confirmed to have passed all in process and final inspections. With respect to the patient condition, procedural conditions and/or user technique, sleeve steering issues may be influenced by patient anatomical morphology, such as tortuosity of the vessel, resulting in increased tension on the device or excessive curves applied to the device by the user. In this case, additional information was sought regarding the difficult to position; in the response, it was confirmed that the sleeve was not deflected more than 90 degrees at any point, there were no extreme curves on the guide or cds during the procedure, and the stored torque was released during the procedure. This suggests that the user prepared and positioned the mitraclip system toward the valve according to the instructions for use. However, it was noted that this was a challenging case with a dilated annulus, which may have contributed to the difficulty experienced. Since the analysis was unable to confirm the sleeve steering issue, it is likely that there were unidentified procedural interactions (e.g. Due to the anatomy) which resulted in more tension on the device and therefore contributed to difficult to position. Based on the information reviewed, the difficult to position appears to be related to patient/procedural conditions and not a product quality deficiency. Based on the information reviewed, there is no evidence of a product quality deficiency.